Manufacturer narrative:
H6: type of investigation, investigation findings, and investigation conclusion updated to reflect device evaluation. The device was returned for evaluation. No issue was found with the device, and the device passed all tests. This report is related to report number 2027754-2021-00022 for the power console and 2027754-2021-00023 for the footswitch. The DHR was reviewed for the reported lot number and all inspections passed per the DHR.

Manufacturer narrative:
The investigation is on going and a supplemental report will be submitted on completion of investigation.

Event description:
On october 26, 2021, the customer contacted osteomed product manager by email. Per the email: "the console unit will spontaneously begin running on reverse, without anyone pressing the foot pedal! " the involved part numbers are as follows: complaint #, part #, description, serial #; (B)(4), 450-0084, series ii low profile modular motor unit, (B)(4); (B)(4), 450-0021, power control console 2 (B)(4); (B)(4), 450-0390, bmf footswitch (B)(4).

Manufacturer narrative:
The investigation is on going and a supplemental report will be submitted on completion of investigation.

Event description:
On october 26, 2021, the customer contacted osteomed product manager by email. Per the email: "the console unit will spontaneously begin running on reverse, without anyone pressing the foot pedal! " the involved part numbers are as follows: complaint #, part #, description, serial #; (B)(4), 450-0084, series ii low profile modular motor unit, (B)(4); (B)(4), 450-0021, power control console 2 (B)(4); (B)(4), 450-0390, bmf footswitch (B)(4).